Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was confirmed via returned device analysis. The reported difficult to remove (clip caught on leaflets) could not be replicated in a testing environment as it was related to patient anatomy or procedural operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the gripper actuation issue appears to be due to the observed harness pinching the gripper cover; however, a cause for the pinched and difficult to remove (clip caught on leaflets) cannot be determined. The reported patient effect of unspecified tissue injury appears to be due to the clip being caught on the leaflets. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The serious injury/illness/impairment was a result of case-specific circumstance as no treatment/intervention was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation, prolapse and flail of medial posterior 2 leaflet for a mitraclip procedure. The mitraclip was able to grasp, but the grasp required optimization. During release of the leaflets, the clip became entangled within the posterior leaflet and flail chordae. Troubleshooting was performed successfully through inverting the arms, moving anterior/posterior, and attempting to cycle the grippers. The clip was able to be grasped medially to the initial position, when attempting to independently lower the grippers one of the grippers could not lower. Troubleshooting was attempted by cycling the grippers, but it was unsuccessful. The clip was removed without issue, it was evaluated on the back table and the grippers were not functioning properly. Tissue was noted on the gripper, and it was suspected to be part of the flailed chordae. A new mitraclip was implanted successfully. The final mr was grade 1. There was no clinically significant delay reported.